Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ tip syringe had foreign particles inside it. The following information was provided by the initial reporter: "we opened a brand new sterile syringe in our compounding hood and found it was filled with particles."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes, d.10. Returned to manufacturer on: 5/14/2021. H.6. Investigation: it was reported that the sterile syringe was filled with particles. To aid in the investigation, one sample and three photos were provided for evaluation by our quality team. The sample came in an opened packaging blister with the rubber stopper-plunger rod all the way down. The bottom edge of the stopper has a white dust. Samples were shown to the associates, investigation of the assembly lines was performed with special focus on the air wash stations and the molding process. It was confirmed that this defect came from the molding process. No other defects or imperfections were observed. The three photos provided show the sample received. A device history record review was completed for provided material number 309653, lot number 1026103. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect.

Event description:
It was reported that the bd luer-lok¿ tip syringe had foreign particles inside it. The following information was provided by the initial reporter: "we opened a brand new sterile syringe in our compounding hood and found it was filled with particles."